Event description:
The user facility in (B)(6) reported the trocar was burred and too blunt to insert. The surgeon did not continue to exert force with the blunt trocar. Another pack was opened and used. No pt injury was reported.

Manufacturer narrative:
The device has not be returned for evaluation. A supplemental report will be submitted if any additional info is received. Report 1 of 3.